Manufacturer narrative:
(B)(4). E1: initial reporter state - (B)(6). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred an unknown day after the sensor had been inserted (no information about the insertion site). On approximately (B)(6) 2025, the patient was taken to the emergency room by her mother due to hyperglycemia and alarming symptoms. She experienced vomiting and arrived at the hospital unconscious. The cgm was providing high readings (no value specified) and there was no bg reading reported, the patient was treated with intravenous insulin. The patient was unconscious and unable to manage her treatment, and she cannot recall the details of the event due to her unconscious state. At the time of the report the patient was not feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.